Manufacturer narrative:
Two used company cartridges were returned loose wrapped in a paper towel. The cartridges were identified for two files. There is no way to differentiate the cartridges. The evaluation will be placed in both files. The two used company cartridges were numbered 1-2 for evaluation purposes. The two used company cartridges were microscopically examined. Inadequate viscoelastic was observed in the first cartridge. Both cartridges had internal damage on the left side of the tip. Both cartridges had evidence of placement into a handpiece. The used company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results for the presence of top coat, internal disruption was observed on left side of tip. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Qualified associated products were indicated. The root cause for the reported scratched lens could not be determined. Based on the review the returned used company cartridges, the reported scratch may have been internal coating material from the damaged company cartridge tip. One of the cartridges did not appear to have been adequately filled with viscoelastic. The IFU (instructions for use) instructs to completely fill the cartridge with ovd (ophthalmic viscosurgical device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the lens was scratched and noted under the microscope after the lens was placed in the eye during the surgeries performed by a doctor. The lens remained implanted in the patient's eye and patient will be followed for lens replacement. Additional information was received stating they thought the source of the problem was caused by the cartridge. The patients are followed in terms of the effects of scratches on their lenses on visual performance. Therefore, they did not undergo any second surgery.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).